Event description:
There was a complaint of questionable inr results with coaguchek xs meter (B)(4) compared to an unknown laboratory method. The result from the meter at 12:08 was 6.5 inr. The result from the laboratory at 13:15 was 4.5 inr. The patient¿s therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The patient¿s returned test strips were tested using a retention meter and a high level control sample. (B)(6). All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.